Event description:
Hcp reported the patient has been showing signs of withdrawal and increasing pain. At refill, the pump reservoir was aspirated of 18 cc of medication instead of the expected 6cc. The pump and the catheter were examined under fluroscopy. The catheter was found to be patent without any kinks. It was determined "that the problem is patient's pump". The pump was filled with normal saline and set to run at the rate of 1 mg per day. The patient has been supplemented with oral analgesics including fiorinal #3, parafon forte, and duragesic patches. The hcp plans to replace the pump. A follow up report will be sent when additional information is received.